Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Details of the lesion are unknown. As the physician attempted crossing a previously stented location with a 2.25x28mm taxus liberte atom stent, the stent embolized off the delivery system. The physician was able to successfully retrieve and removed the stent from the patient's body. The procedure was completed balloon angioplasty. No further patient complications were reported and the patient status is ok.